Event description:
Procedure: unspecified thoracic. Reportedly, the instrument was closed with a peristrip over the lung parenchyma. The stapler was then fired without problem, but it was not possible to re-open the instrument after firing. As a result, there was an incomplete anastomosis; although the instrument could be placed and fired easily. It was necessary to resect around the closed instrument and additional tissue was removed.